Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2022-00437 a physician reported a certas valve (ID 8228814) was implanted due to snph (secondary normal pressure hydrocephalus) via vp shunt on (B)(6) 2022 with setting 5. It was used with hakim periton cath (ID 823045). On (B)(6) 2022, patient hydrocephalus worsened. The set pressure of the valve could not be changed. A cerebrospinal fluid test showed a high protein concentration of 173 mg/dl. The physician tried to pass water through the peritoneal catheter during the surgery and the flow was poor. Therefore, the valve and the peritoneal catheter were removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim peritoneal catheter (ID 823045) was returned for evaluation. Failure analysis - the catheters were irrigated no occlusions noted. No root cause could be determined as the technician could not confirm any problem with the small pieces of catheter returned. The possible root cause could be due to valve as this complaint is in connection with (B)(4).